Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, the patient presented with following pre-op diagnosis: foraminal stenosis right l4-5 and l5-s1, status post fusion, l4-5. Spondylolisthesis and degenerative disk disease, l4-5 and l5-s1. Patient underwent the following procedures: laminectomy of l4, l5 and s1. Foraminotomy, bilateral l4-5 and l5-s1. Removal of hardware, l4-5 left. Pedicle fixation, l4, l5 and s1 with a nuvasive spherx system. Bmp posterolateral bone graft with copious bone extender. Posterolateral gutter fusion; l4, l5, s1. Rhizotomy l4-5 and l5-s1 with complete cauterization of capsule. Cauterization of capsule at l3-4, right. Fluoroscopic screw placement. Removal of epidural scarring. Complex revision surgery. Patient underwent fusion surgery using rhbmp-2. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.